Event description:
A customer reported a hand piece malfunctioned during a cataract with intraocular lens implant. She stated that it "sounded funny" and that she did not notice an occlusion bell. The patient experienced a corneal burn. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).